Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/apr/2017. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, particles yellow inner in the shell, and a curved opening on radius leak test and microscopic analysis were performed which identified a smooth crease opening on radius. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation, "experiencing excruciating pain, felt like valve was digging in", "can't sleep or lay on left side", "can't breathe", "depressed", "have to hold implant when coughing or sneezing", "felt like it migrated", and "started getting a migraine." Device has been explanted.